Manufacturer narrative:
Concomitant medical products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6 )2012, product type: implantable neurostimulator. (B)(4).

Event description:
A consumer reported the patient had a reaction to an MRI in 2009. The patient felt as if the implantable neurostimulator (ins) was pulling out of their chest and skin during the MRI. The patient stated the health care provider (hcp) did not know the limitations of the MRI. The issue had been reported to a manufacturing representative who changed the ins parameters and told the patient they could not have a thoracic or spinal MRI. The issue was resolved at that time. The patient&#62688;indication for use is movement disorders. Refer to manufacturer report #3004209178-2016-02788.